Event description:
A patient was brought to the cardiac catheterization laboratory for an emergent left heart cath and percutaneous coronary intervention. During the procedure, the percutaneous access was performed through the right femoral artery. A 6 french sheath was inserted. The puncture point was successfully closed with a mynx vascular closure device approximately 1.5 months later, the patient presented back to the hospital with a large pus draining abscess in the right groin, low grade fevers, pain, chills and tachycardia. A surgeon consulted and the patient was brought to the operating room for irrigation and debridement of the right groin. Surgical findings were that there was a retained mynx closure device in a subcutaneous abscess. It did not appear to track to the artery itself. The mynx closure device was removed. (The mynx closure device is generally resorbed by the body within 30 days.) Final groin culture result showed moderate grown of streptococcus group f; moderate gram positive cocci, moderate gram negative coccobacilli. Pathology report findings:gross - infection closure device mynx plug: two tan/pink soft tissues with blood, 0.5 and 1.2 cm in greatest dimension patient was discharged after six days of hospitalization to a transitional care facility.